Manufacturer narrative:
The manufacturer previously reported an allegation of a patient's oxygen blood saturation decreasing while using the device. The device was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated. The device was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a patient's oxygen blood saturation decreased while using the device. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.